Event description:
This spontaneous report was received on (B)(4) 2012 from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using the reach total care plus whitening toothbrush, for dental cleaning (route-dental, lot number 18511s6s3, frequency and expiration date unspecified). After an unspecified duration, the consumer noticed that the toothbrush handle broke at the hole. Also, the consumer reported similar problem with the second toothbrush. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(4) 2012. The lot number of the device was updated from 18511s6s3 to 18511sgs3. A sample was not returned. Review of trending data revealed no adverse trends and no related manufacturing issues or changes to the design, formula, packaging or labeling were identified. Retain samples were evaluated and met specification. Based on document review, lack of a sample and no adverse trends, a root cause could not be determined for this complaint. Monitoring of complaint trends will continue. This report remains a reportable malfunction case in the united states. Additional information received on (B)(4) 2013. The lot number was updated from 18511sgs3 to 18511sg s3. One toothbrush lot 18511sg s3 was received. The toothbrush was completely broken approximately 1 cm below the thumb grip. Packaging was not returned. The defect observed in the returned complaint sample was not due to a manufacturing occurrence instead it was manufactured according to the specification. (B)(4). The device history review and visual evaluation of retain for lot 18511sg s3 was acceptable. No adverse trends were noted. The returned toothbrush was manufactured according to specification therefore the disposition of this complaint was undetermined. Although the returned sample received was broken, the product defect was not due to a manufacturing occurrence. The break occurred due to high compression forces on the handle. During the validation of this product the toothbrush was subjected to overbend testing and no toothbrushes broke. No adverse trends were identified during the complaint investigation. Complaint trends would continue to be monitored. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received. This is a follow up submission for the second product in this case. The manufacturer report number for this submission is 2214133-2012-00312. The follow up submission for the first product in this case has the manufacturer report number 2214133-2012-00311.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received. This is a follow up submission for the second product in this case. The manufacturer report number for this submission is 2214133-2012-00312. The follow up submission for the first product in this case has the manufacturer report number 2214133-2012-00311.

Event description:
This spontaneous report was received on (B)(6)-2012 from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using the reach total care plus whitening toothbrush, for dental cleaning (route-dental, lot number 18511s6s3, frequency and expiration date unspecified). After an unspecified duration, the consumer noticed that the toothbrush handle broke at the hole. Also, the consumer reported similar problem with the second toothbrush. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(6) 2012 from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using the reach total care plus whitening toothbrush, for dental cleaning (route-dental, lot number 18511s6s3, frequency and expiration date unspecified). After an unspecified duration, the consumer noticed that the toothbrush handle broke at the hole. Also, the consumer reported similar problem with the second toothbrush. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(4) 2012. The lot number of the device was updated from 18511s6s3 to 18511sgs3. A sample was not returned. Review of trending data revealed no adverse trends and no related manufacturing issues or changes to the design, formula, packaging or labeling were identified. Retain samples were evaluated and met specification. Based on document review, lack of a sample and no adverse trends, a root cause could not be determined for this complaint. Monitoring of complaint trends will continue. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is (B)(4)-2012. This closes out this report unless other additional significant information is received. This is an initial submission for the second product in this case. The manufacturer report number for this submission is 2214133-2012-00312. The initial submission for the first product in this case had the manufacturer report number 2214133-2012-00311.